Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the time and date of the pump was resetting. Troubleshooting was not able to be completed at the time of the call to determine the nature of the time and date issue. There was no allegation of a serious injury assocaited with this complaint.